Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
A results mix up occurred involving two sample ids. The customer reported an issue involving incorrect results appearing in their laboratory information system (lis) (B)(4). After testing on (B)(6) 2026, a physician questioned the lipid panel results on (B)(6) 2026. The customer re-ran the patient sample, and the alinity results matched the original analyzer results, but did not match the values shown in the laboratory information system (lis). To investigate further, the customer also re-ran the comprehensive metabolic panel (cmpn), and again the lis results did not match. Sample ID (B)(6) received test results that did not belong to this sample. The results that were posted to sample ID (B)(6) were the correct results for sample ID(B)(6). As a result, sample ID (B)(6) did not receive its own results, and sample ID (B)(6) was reported with incorrect results. The following data was provided: tested on (B)(6) 2026, (B)(6) trig = 134 mg/dl hdl = 37 mg/dl chol2 = 89 mg/dl glucose = 145 mg/dl co2 = 30 mmol/l tbili2 = 0.73 mg/dl crea2 = 0.91 mg/dl k-c = 4.04 mmol/l na-c = 142 mmol/l cl-c = 104 mmol/l albumin = 4.41 g/dl calcium = 9.2 mg/dl tpro = 6.43 g/dl alkp = 72 u/l urea = 21 mg/dl ast2 = 15 u/l alt2 =13 u/l tested on 1(B)(6) 2026, sid (B)(6) trig = 60 mg/dl hdl = 45 mg/dl chol2 = 175 mg/dl glucose = 102 mg/dl co2 = 25 mmol/l tbili2 = 0.20 mg/dl crea2 = 0.60 mg/dl na-c = 139 mmol/l cl-c = 106 mmol/l k-c = 4.39 mmol/l albumin = 4.46 g/dl calcium = 9.1 mg/dl tpro = 6.56 g/dl urea = 14 mg/dl ast2 = 16 u/l alt2 = 12 u/l tested on (B)(6) 2026: triglyceride = 60 mg/dl hdl = 46 mg/dl chol2 = 172 mg/dl there was no impact to patient management reported.

Event description:
A results mix up occurred involving two sample ids. The customer reported an issue involving incorrect results appearing in their laboratory information system (lis) (seacoast laboratory data systems). After testing on (B)(6) 2026, a physician questioned the lipid panel results on (B)(6) 2026. The customer re-ran the patient sample, and the alinity results matched the original analyzer results, but did not match the values shown in the laboratory information system (lis). To investigate further, the customer also re-ran the comprehensive metabolic panel (cmpn), and again the lis results did not match. Sample ID (B)(6) received test results that did not belong to this sample. The results that were posted to sample ID (B)(6) were the correct results for sample ID (B)(6). As a result, sample ID (B)(6) did not receive its own results, and sample ID (B)(6) was reported with incorrect results. The following data was provided: tested on (B)(6) 2026, (B)(6). Trig = 134 mg/dl. Hdl = 37 mg/dl. Chol2 = 89 mg/dl. Glucose = 145 mg/dl. Co2 = 30 mmol/l. Tbili2 = 0.73 mg/dl. Crea2 = 0.91 mg/dl. K-c = 4.04 mmol/l. Na-c = 142 mmol/l. Cl-c = 104 mmol/l. Albumin = 4.41 g/dl. Calcium = 9.2 mg/dl. Tpro = 6.43 g/dl. Alkp = 72 u/l. Urea = 21 mg/dl. Ast2 = 15 u/l. Alt2 =13 u/l. Tested on (B)(6) 2026, sid (B)(6). Trig = 60 mg/dl. Hdl = 45 mg/dl. Chol2 = 175 mg/dl. Glucose = 102 mg/dl. Co2 = 25 mmol/l. Tbili2 = 0.20 mg/dl. Crea2 = 0.60 mg/dl. Na-c = 139 mmol/l. Cl-c = 106 mmol/l. K-c = 4.39 mmol/l. Albumin = 4.46 g/dl. Calcium = 9.1 mg/dl. Tpro = 6.56 g/dl. Urea = 14 mg/dl. Ast2 = 16 u/l. Alt2 = 12 u/l. Tested on (B)(6) 2026: triglyceride = 60 mg/dl. Hdl = 46 mg/dl. Chol2 = 172 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint describes an issue in which the user reported that the lipid panel and comprehensive metabolic panel (cmp) results did not match the results recorded in the lis. The customer¿s lis vendor reviewed the data and found a missing end of transmission (eot) character that should have been between each complete record. A review of tracking and trending did not identify any trends for the alinity ci-series system control module, serial number (B)(6), and the alinity ci software v3.6.0, associated with the issue described in this complaint. A review of the manufacturing documentation did not identify any nonconformances related to the complaint issue. After further investigation, the required system logs were not retrieved on the dates the issue occurred, therefore there was not sufficient information to evaluate the issue further. Review of the alinity ci-series operations manual provides adequate instructions and overview on how the host setup screen displays the interface, transmission, and results release settings, and how to configure host settings. Based on the investigation, no systemic issue or product deficiency of the alinity ci-series system control module for serial (B)(6) or alinity system software v3.6.0 was identified.